Event description:
It was reported that this right ventricular (rv) lead was found to have previously exhibited oversensing and pace impedance measurements of less than 200 ohms. These clinical observations were noted to have been known at this patients previous change out procedure a few years prior however, the physician opted not to replace this rv lead and it was successfully implanted with this patients new device. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient experienced some falls and the advocate inquired if there was any data correlated to this, available in latitude nxt. Information from the field representative noted that this right ventricular (rv) lead was found to have previously exhibited oversensing and pace impedance measurements of less than 200 ohms. These clinical observations were noted to have been known at this patients previous change out procedure a few years prior however, the physician opted not to replace this rv lead and remained in service with this patients new device. The field representative confirmed that this patients symptoms were not related to the device system and reprogrammed the ventricular threshold higher. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to b5 describe event or problem from: it was reported that this right ventricular (rv) lead was found to have previously exhibited oversensing and pace impedance measurements of less than 200 ohms. These clinical observations were noted to have been known at this patients previous change out procedure a few years prior however, the physician opted not to replace this rv lead and it was successfully implanted with this patients new device. This rv lead remains in service. No adverse patient effects were reported. To: it was reported that this patient experienced some falls and the advocate inquired if there was any data correlated to this, available in latitude nxt. Information from the field representative noted that this right ventricular (rv) lead was found to have previously exhibited oversensing and pace impedance measurements of less than 200 ohms. These clinical observations were noted to have been known at this patients previous change out procedure a few years prior however, the physician opted not to replace this rv lead and remained in service with this patients new device. The field representative confirmed that this patients symptoms were not related to the device system and reprogrammed the ventricular threshold higher. This rv lead remains in service. No adverse patient effects were reported.